Manufacturer narrative:
Pump received with no button response due to corroded keypad traces on esc and down arrow button. Unable to confirm unexpected restart alarm and unable to perform any tests due to button unresponsive.

Event description:
It was reported that insulin pump alarmed unexpected restart. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.